Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a motor error and compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 197 mg/dl. The customer stated that the pump alarmed compromised force sensor system when he tried to prime. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor. Unable to verify other alarms due to the motor error alarms. The motor was tested outside of the device, and it passed. The pump was received with a cracked case at the display window corners, minor scratches on the lcd window, and a reservoir tube window.